Manufacturer narrative:
(B)(4). Manufacturer awaiting return of instrument for product eval.

Event description:
Healthcare provider reports: patient 1: pt result higher than reference/exp. Results: before heparin 260 seconds - after heparin 207 seconds. Repeat result: after heparin 300 seconds.